Event description:
I began using fixodent from approx 2003 until 2009. I began experiencing numbness and tingling in my extremities. In early 2009, I was diagnosed with neuropathy. Blood test were taken this time. My neuropathy is permanent. It requires continued medical care. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2003 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.